Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. The customer reverted to manual injections for insulin therapy. The customer administered manual insulin injections to address bg.